Event description:
It was reported that, "while inserting the screw, the wing broke off the plate."

Manufacturer narrative:
Method: complaint history analysis, visual inspection, device history review and risk assessment. Results: there have been 12 total complaints related to spring-bag deformation for the aviator plate product line. There has been no indication of manufacturing discrepancies in past instances. The instrument was returned and one of the spring bars was confirmed to be bent upwards. The DHR from the batch of this device was reviewed and it was found there was a concession related to the material of the spring-bar; it is not believed to be related to the reported issue in this complaint. There were no adverse consequences reported as the surgeon was able to use another plate to complete the surgery. Conclusion: in contradiction to the event description, the damage is not believed to have occurred during screw insertion. The damage is characteristic of the damage that would occur if the user attempted to remove a screw with the blocker in the closed position. Although the sales rep. Was absent at the moment the failure occurred, he has reported that the surgeon was using a removal tool when he re-entered into the room. The aviator surgical technique warns that the blockers must be unlocked before attempting to back out a screw which has been seated underneath a spring-bar.